Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement of the right atrial (ra) lead for unknown reasons, the patients heart increased from 60 beats per minute to 85 beats per minute spontaneously and went back to 60 beats per minute. The right atrial (ra) lead was explanted and replaced and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.